Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.  Visual inspection of the returned stent delivery system noted that the stent was deployed. No anomalies were noted with any of the components. Additional information received indicated that the patient's anatomy was tortuous. Based on the investigation and the information available, it is likely that anatomical factors contributed to the reported issue.

Event description:
It was reported that while advancing the stent to the target lesion, resistance was encountered and the stent could not move forward. The stent was removed from the patient and it was found to be partially deployed. A new stent was used to complete the procedure.

Event description:
It was reported that while advancing the stent to the target lesion, resistance was encountered and the stent could not move forward. The stent was removed from the patient and it was found to be partially deployed. A new stent was used to complete the procedure.